Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the midface, chin, and cheeks with an unspecified juvéderm®. The patient reported ¿losing sensation and limited movement¿ at the right upper lip, and the right side of the chin was ¿a little more pronounced¿ before and after. The patient was treated with 0.2 ml of hylenex. The event improved. Events status is unknown.